Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. Mr appears to be due to the procedural condition of the slda. Mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. At a later date it was noted one clip had detached from one leaflet (single leaflet device attachment (slda)) and the mr increased to 4. A second procedure was performed on (B)(6) 2021. One clip was successfully implanted to stabilize the slda clip. Two additional clip delivery systems (cds) were advanced however could not grasp the leaflets therefore the clips were not implanted. The procedure was completed with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.